Event description:
It was reported that the patient is experiencing a malfunction inflatable penile prosthesis(ipp) pump. The pump does not compress. A CT scan was performed and no issues with the tubing or placement was found. A patient outcome was not reported.

Event description:
It was reported that the patient is experiencing a malfunction inflatable penile prosthesis(ipp) pump. A CT scan was performed and no issues with the tubing or placement was found. However, the pump does not compress and inflate the cylinder. At the activation appointment six weeks after the implant surgery, the patient was unable to compress the pump and inflate the cylinders and is reporting that the pump is now rock hard and unable to be compressed. A patient outcome was not reported.

Manufacturer narrative:
An inflatable penile prosthesis(ipp) pump was returned for analysis with no further information about a revision surgery.the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were present. The pump was functionally tested and failed activation test. Product analysis confirmed the reported event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported device allegations could be traced to a component failure. Based on the results of this investigation, and the reported events this event is within the scope of ncep-00115506, any additional investigation will take place as part of the ncep process.

Event description:
It was reported that the patient is experiencing a malfunction inflatable penile prosthesis(ipp) pump. The pump does not compress. A CT scan was performed and no issues with the tubing or placement was found. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the patient is unable to compress pump and inflate the cylinders. The began to experience malfunctions six weeks after the surgery.

Manufacturer narrative:
Additional information received that the a revision surgery is not currently planned. Six weeks after the surgery, the pump was extremely hard to compress and inflate at the activation appointment and the patient is reporting that the pump is now rock hard and unable to be compressed at all.

Event description:
It was reported that the patient is experiencing a malfunction inflatable penile prosthesis(ipp) pump. A CT scan was performed and no issues with the tubing or placement was found. However, the pump does not compress and inflate the cylinder. At the activation appointment six weeks after the implant surgery, the patient was unable to compress the pump and inflate the cylinders and is reporting that the pump is now rock hard and unable to be compressed. A patient outcome was not reported.